Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire fractured occurred. The greater than 80% stenotic lesion was located in the calcified and non-tortuous left anterior descending (lad) coronary artery. The lesion was wired using the floppy rtw guide wire. During platforming of an unspecified burr, the floppy rtw guide wire fractured outside of the pt. The device was removed and the procedure was completed with another rotablator guide wire. Upon reviewing the final procedure films, it was discovered that a 1-2 cm piece of the guide wire's distal tip had fractured and was inside the lad. It was confirmed that the tip was from the original floppy rtw guide wire. The physician decided to leave the segment in the distal lad and stated it posed a low risk for further embolization. There are no future plans to retrieve the tip at this time. No further pt complications were reported. Pt status is reported as "fine".